Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a za9003 23.5 diopter intraocular lens (iol) was inserted and removed due to a capsule tear. An incision enlargement was required to remove the lens. The was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/09/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and lens was observed cut in two pieces. Fibers/particles were observed on lens surface related to the handling of the unit out of non-sterile environment. Residues of what appears to be ophthalmic viscoelastics (ovd) were observed on lens which indicate that the unit was handled and prepare for surgical used. The complaint issue reported could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation request for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.